Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user alleged insulin pump for possible over delivery. Customer's blood glucose level was 208 mg/dl. Customer had headache as a result of hypoglycemia. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging insulin pump for possible over delivery because insulin pump did not deliver insulin on time. Customer was not using auto mode feature. Customer stated that the insulin pump delayed bolus delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.